Manufacturer narrative:
Corrected information: section b3- event date should have been 03 jun 2020 rather than 04 jun 2020.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-06900. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The atrial lead exhibited noise and remains implanted. The patient was in stable condition.